Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, red particles in the shell and gel and broken shell. A visual and microscopic analysis was performed which identified: striated broken on anterior. Base on the device analysis the final assessment is striated broken assessed as surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.